Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of seizures.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experience an adverse event. Patient reported that she experienced transient ischemic attack (tia) seizures. Patient reported that there was no medical intervention. Patient alleges that she had the tia seizures because of a transmitter low battery condition. It is unknown if the low transmitter battery affected the overall functionality of the system. Patient was not wearing the continuous glucose monitor (cgm) at the time of the event. No additional event or patient information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.